Event description:
Customer reported system will not boot. No injury, reported.

Manufacturer narrative:
Service representative investigated system and advised customer of no repair. System is inoperative at this time.